Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the medical grade power supply (mgps). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that non-recoverable error 5 occurred. The customer rebooted the system and power cycled the surgeon side console (ssc) breaker, with no change. The customer aborted the procedure to another da vinci system. The ports were not in place when the issue occurred.